Manufacturer narrative:
The adapter was returned with a camera head and cable to the service center for evaluation. The user 's complaint of " no image" on the adapter was not confirmed. An image was observed that was slightly off-centered. However, the camera head was found to have no image due to ta faulty cable unit. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly. Please reference MFR. Report # 8010047-2021-05311 to address the cable malfunction associated with the camera head.

Event description:
The service center was informed that the image does not appear on the video adapter. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. As a result of inspection, it turned out that the camera head was the cause and there was no problem with ar-t10e. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.